Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced multiple hardware components to resolve the issue. The following components were replaced: buffer valves (part number c28717) wash syringe (part number b16554) seal assembly (part number b21251) beckman coulter internal identifier is case-(B)(4). Dtae of birth:patient demographic information was not provided. Sex: patient demographic information was not provided. Weight: patient demographic information was not provided. Ethnicity: patient demographic information was not provided. Customer phone #:(B)(6).

Event description:
The customer reported the au5800 clinical chemistry analyzer generated false high ise (ion-selective electrode) results on multiple patient samples. The results were not released from the laboratory. There was no change in patient treatment in association with this event.